Manufacturer narrative:
Concomitant medical products: product ID 306001 lot# serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated that she has had communication errors with her device. Support link walked her through trying to fix the error and had received the same results. Patient stated she is not tracking her symptom data as the therapy is not working. The device is not working and there is some type of technical issue with it. Patient had seen her healthcare provider (hcp) for this and has another appointment on monday morning. Patient would like her next call monday afternoon as she has not started to track her symptom data as of yet. Additional information was received on 2021-aug-09. Patient said they stopped the trial as her wires are not connecting at all. Patient said she will not track her information going forward. No further complications were reported.